Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 400 mg/dl at the time of the incident. Customer's current blood glucose level was 407 mg/dl. The customer declined troubleshooting. The customer stated that the ring was broken last night. Customer reported insulin flow blocked. Customer stated that the event was resolved by complete set change. No further patient complications were reported. The device will not be returned for analysis.